Event description:
While moving robotic suction irrigators from our supply overstock cart to the robot supply cart, a clear fluid was noted inside one of the sterile packages. The remaining packages were closely examined and 7 out of 9 were found to have a clear fluid or gel-like substance within the package. The outside of the packages appeared intact and no staining or moisture was noted. The storage area was inspected and there were no signs of fluid leakage from the ceiling. All affected items were removed from inventory and manufacturer was notified.